Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient wasn¿t getting as much stimulation from their device as they usually did. The patient first noticed this issue about a week ago but they charged their device and it seemed to resolve the issue but it started again the night prior to the report. The patient went to bed the night prior to the report and noticed that the device wasn¿t putting out much current. The patient¿s legs were aching and they thought it was because of the weather. The patient checked their implantable neurostimulator (ins) and it was ¾ charged. The patient had stimulation set to 580 on one side and 680 on the other side. As they were walking down the stairs the night prior to the report they felt their stimulation increase and then stop. At the time of the report they were only feeling a faint stimulation sensation on their left side but nothing on their right side. It was also noted that the patient¿s stimulation was completely off so it was unclear if they had stimulation or not. The patient had not had any falls or trauma. The patient had been putting up christmas lights but nothing out of the ordinary. The patient was in more pain than usual. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.